Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l had a safety mechanism failure and caused a needle stick injury. The following information was provided by the initial reporter: the event or incident happened on (B)(6) 2021 at 23:50 gulf standard time. The reported staff is an emergency room nursing staff. The incident happened whilst cannulating a patient. After inserting the cannula, she removed the stylet. When she removed the stylet, the white part was broken and the film was detached as well. This scenario led to needle stick injury. The incident was right away reported to infection control and quality team.